Manufacturer narrative:
Although the complaint device has not yet been received for a failure analysis, this type of failure has historically been attributed to user technique. From an engineering perspective, damage to the inserter, tip breakage may have been caused by off-angle or off axis insertion into the bone hole. Off angle/axis insertion is the most likely cause for the inserter distal tip failure, usually the result of bending and/or twisting the anchor during deployment due to anchor/bone hole misalignment. In this particular case our rep, as an observer, states that the inserter tip was observed as being bent as a right angle at the moment of breakage. In other words, the device was in the ready to use condition when inserted into the body; however, became somehow bent while at the point of inserting into the bone hole. It stands to reason that inanimate devices do not bend themselves, we attribute the reported failure to technique, a user issue. The IFU states not to twist and/or bend the inserter upon insertion as the anchor, suture and/or inserter tip may be damaged. When the device is received, it will be forwarded to the depuy mitek qae and r&d groups for a failure analysis. If the results of said investigation differ from the above hypothesis a follow up report reflecting the failure analysis conclusions will be filed.

Event description:
Our rep is reporting that during an arthroscopic shoulder repair, 2 inserter tips broke off into the patient's body while the surgeon was deploying the anchors into the bone holes. Both device fragments and most of the anchor material were retrieved from the body, a portion of one of the anchors remains captured in its bone hole. The procedure was reported to be problematic and extensive due to the amount if tissue damage that the patient presented for the repair. At this point in time, the shoulder became distended enough so that the surgeon chose to go full open to conclude the procedure. The repair was concluded successfully without further incident or harm to the patient. (See also associated MDR 1221934-2007-00326)